Event description:
Patient opffered no complaints pre treatment. 25 minutes into the treatment she complained of chest pain that radiated into her back, shortness of breath and her face was flushed. She then complanined of generalized itching. Her blood pressure and heart rate were normal afor patient. The physician was notified and the treatment doscontinued. 5 mg talium and 10 mg benadryl given. The patient was then placed on a wet pack. The chest pain was gone but she continued to complain of shortness of breath. The pt has since dialyzed w/o difficulty. 12th use.